Manufacturer narrative:
An evaluation of the device cannot be performed, as it was not returned to the manufacturer. Additional information, pertaining to the device referenced in this report (including x-rays and medical records), was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the dr was looking to do a poly exchange on an unknown pca cup due to wear. I was not able to be present for the case. The dr used a 36 mm head, liners were sent but not used. A competitive rep was present with shells and liners in case cup was not fixed".